Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's device would not power on despite charging. The device gets warm when sitting on the charger but does not power on. There was no report of any patient harm or adverse event associated with this report.